Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "opening the lids of the 3.5ml gel tube during handling, in the centrifuge and after transport arrives in the technical area."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "opening the lids of the 3.5ml gel tube during handling, in the centrifuge and after transport arrives in the technical area."